Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was found at 15.8¿16.2 cm from the connector pin breaching the rv cable lumen consistent with friction to the device can. Another external insulation abrasion was found at 7.4¿7.5 cm from the distal tip breaching the re cable lumen consistent with friction to another device or feature of the patient anatomy. The right ventricular etfe cable coating was found damaged in this location consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.